Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a vibrate anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the vibrate feature is not working as it should. The customer stated that she did a bolus and she felt as if the vibrate was too loud and it normally is not. The customer stated that she did not receive any alarms on the pump. The customer stated that she is using energizer battery. The customer will monitor the pump and call back.